Manufacturer narrative:
Main investigation conclusion: the reported event of power cable disconnect alarms was confirmed via the log files. A review of the log files spanned approximately 12 days (29may2021¿10jun2021, per time stamp). From 29may2021 at 20:51 to 31may2021 at 20:02, while connected to batteries, an intermittent power cable disconnect alarm activated due to an invalid rsoc fault associated with the black power cable being outside the expected voltage range. From 05jun2021 at 21:14 to 09jun2021 at 14:30, an intermittent power cable disconnect alarm activated due to an invalid rsoc fault associated with the power cables being outside the expected voltage range. These alarms were not associated with a power source exchange and were cleared shortly after activating. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms in the log file up until the driveline was disconnected on (B)(6) 2021 at 08:56 for a controller exchange. The heartmate3 system controller (serial (B)(6)) was functionally tested and found to operate as intended during analysis. No atypical alarms were reproduced during testing. The controller was able to support pump function for an extended period of time. A root cause for the reported event cannot be conclusively determined through this analysis. Incidental findings: white strain relief residue. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate3 left ventricular assist system (lvas) instructions for use, rev c, section 7, ¿alarms and troubleshooting¿ and heartmate3 patient handbook, rev c, section 5, ¿alarms and troubleshooting¿ explain appropriate actions to take for all alarms including power cable disconnect alarms. The heartmate3 lvas patient handbook, rev c instructs users to not twist, kink, or otherwise bend their system controller¿s power cords in a way that may damage them. The heartmate3 lvas patient handbook, rev c, section 10, ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had recurrent power disconnect alarms despite being issued new batteries and clips. The patient had also cleaned equipment with alcohol swabs as directed. A review of the log files showed power cable disconnects while on batteries. Since the battery clips have been cleaned and exchanged with the batteries, it was recommended to change out the system controller to see if that would resolve the issue. Additional information reveals that an heartmate 3 controller exchange was performed on (B)(6) 2021. On (B)(6) 2021, the patient continued to have power cable disconnect alarms and the site asked about a possible driveline repair. Technical services reviewed the log files and confirmed power cable disconnects with the device was tethered to batteries.